Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complained about not having a quality of vision. He stated that it got much worse after the surgery, and he practically cannot see if he covers the eye that was not operated on. No further information available.